Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
It was reported that during a procedure, the coag button on the e-sep pencil was not working. No additional information was reported.

Event description:
It was reported that during a procedure, the coag button on the e-sep pencil was not working. No additional information was reported.

Manufacturer narrative:
H6: the quality investigation is complete.